Event description:
The physician used a 1.25 mm diameter x 15mm length sprinter legend rapid exchange (rx) balloon dilation catheter to pre dilate a lesion in the lad reported to have exhibited 90% stenosis and severe calcification. It was reported that force was used to deliver the balloon to the target lesion. Upon withdrawal, the physician reported that a portion of the device became detached. Although CABG surgery was performed, the detached portion was not retrieved and remains in the anterior descending artery. It was reported that the patient was well after surgery.

Manufacturer narrative:
(B)(4): results: (patient lesion morphology). (Use of force to advance the device). Conclusions: (device failure/lack of effectiveness related to patient condition. (Patient lesion morphology).